Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device turned off, without displaying an e2 error message. The patient's mother stated that the battery cover was in use for 6 months. The patient had hyperglycemia symptoms, threw up, was half unconscious and mumbled, so his girlfriend called an ambulance and the patient was brought to hospital. He was hospitalized from (B)(6) 2023 until (B)(6) 2023. His blood glucose level was indeterminate. The pump user was treated with antibiotics, insulin and infusions. The mother of patient did not provide the exact medication.